Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two videos for analysis. The complaint of difficulty removing the guidewire was able to be confirmed by the videos. The videos show an inserted catheter with the clinician having difficulty removing the guidewire as well as a video showing damage to the catheter body, however, a complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after puncture, advancement of the wire and advancement of the catheter (all without any problems), the wire could not be removed. After consulting the da vascular surgery, it turned out that the problem was not the wire directly, but that the catheter was stuck to the skin. After a small incision in the skin, the entire catheter and wire could be removed. It turned out that the catheter was compressed and therefore too wide to be pulled through the skin." Additional information received states "the incision was sutured with one stitch and there were no signs of arterial injury." The patient's current condition is reported as "good condition".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after puncture, advancement of the wire and advancement of the catheter (all without any problems), the wire could not be removed. After consulting the da vascular surgery, it turned out that the problem was not the wire directly, but that the catheter was stuck to the skin. After a small incision in the skin, the entire catheter and wire could be removed. It turned out that the catheter was compressed and therefore too wide to be pulled through the skin." Additional information received states "the incision was sutured with one stitch and there were no signs of arterial injury." The patient's current condition is reported as "good condition".